Event description:
Edwards received notification that during the use of a clamp device a balloon rupture occurred at the beginning of the procedure. Indication of surgery was prolapse mitral. Target balloon pressure is normally between 300-350 mmhg. In the beginning of this procedure there was 330 mmhg and then pressure went down to 250. There was neither balloon migration nor occlusion problems during this case. They gave a total volume of 45cc to achieve a target pressure of 310 mmhg. Around 30 minutes after giving the total volume of 45cc, the balloon ruptured. They exchanged the device. Patient was doing well. Patient´s aorta size was 25mm. No notable conditions on ascending/descending aorta in the preoperative examination.

Manufacturer narrative:
H3. Device evaluation. Customer complaint of "balloon rupture" was confirmed. As received, the balloon was observed to be ruptured. Edges of rupture site appeared to match up. All through lumens were found to be patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found. H10. Additional manufacturer narrative: updated sections d4 (expiration date) and h4. Manufacturing records were reviewed and no non-conformities were recorded that would have contributed to this event. A supplier manufacturing defect was confirmed. Trend is in control. Fmea line item is appropriate. CAPA and pra action are required. The root cause is being investigated through CAPA.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was returned to edwards for evaluation. Device evaluation is in progress. The clamp device is essential to occlude the aorta and provide the necessary cardiac isolation required to perform minimally invasive cardiac surgery procedures. If the balloon bursts during a procedure, the heart would fill and warm, the operative site may be obscured and the procedure may need to convert to an open procedure. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that during the use of a clamp device a balloon rupture occurred at the begining of the procedure. Indication of surgery was mitral prolapse. Target balloon presure is normally between 300-350 mmhg. In the beginning of this procedure there was 330 mmhg and then pressure went down to 250. They gave a total volume of 45cc to achieve a target pressure of 310 mmhg. Around 30 minutes later the balloon ruptured. They exchanged the device. Patient was doing well patient´s aorta size was 25mm. There were no notable conditions on ascending/descending aorta in the preoperative examination.